Event description:
Livanova deutschland received a report that an arterial clamp gave the error message "arterial clamp defective" at setup. The was no patient injury.

Manufacturer narrative:
There was no patient involvement. H11: livanova deutschland manufactures the arterial clamp. The incident occurred in albuquerque, new mexico. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue, the affected clamp was replaced with a new one. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2024 and no adverse and no concerning trends about the reported failure mode have been identified. DHR review has been performed and no non-conformity relevant to the issue was found. Based on all the collected elements, it is likely to assume that the cause of the problem is a faulty component inside the claimed ac. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.